Event description:
Approximately three weeks later, the device was explanted. It was noted that during the procedure, the device could still not be interrogated. A new device was successfully implanted with the right ventricular (rv) lead and all measurements were normal. No additional adverse patient effects were reported other than the revision procedure.

Event description:
Boston scientific received information that seven months post implant, this implantable cardioverter defibrillator (ICD) could not be interrogated or produce any tones from magnet application. Three different programmers were used to no avail. It was noted that the patient had presented to the emergency room one month earlier with sharp pain in the device area. The patient was scheduled for a device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted no physical anomalies. Attempts to interrogate the device were unsuccessful and no tones could be heard using magnet application. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.

Manufacturer narrative:
Should this device get returned it will be analyzed and this report would then be updated accordingly.